Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing including the displacement, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. No motion sensor test failure alarm during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed motor error and motion sensor test failure. The customer's blood glucose reading was 97 mg/dl at the time of incident. Troubleshooting found that the pump failed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined to troubleshoot for the high blood glucose.